Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) dialed into station and confirmed no drawer failures. Then the fse confirmed that the issue was resolved by customer and no further investigation as required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 and 2.2 had failed to open. The customer tried to reboot and recover the drawer, but the problem was not resolved. The customer stated that they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.